Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, it was noted that the implantable cardioverter defibrillator was in unspecified backup vvi mode. The device was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. Review of the device image data by the firmware development group revealed that the device entered backup operation on (B)(6) 2020 due to multiple memory-related errors that occurred followed by brownout (power-related) anomalies. There was no firmware related cause to the bvvi device operation. The cause of the field event remains undetermined. Other laboratory tests performed detected no other anomalies.